Event description:
The customer reported an interlock failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse in the ps2 power supply. System operates as intended. (B) (4).